Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The ventilator was returned to the manufacturer for evaluation. The evaluation findings are based on device testing that was performed at the manufacturer's product investigation laboratory and review of the device event logs downloaded from the device. The ventilator passed all testing during evaluation and was found to operate and alarm as designed. The device's audible alarm function was confirmed to be within the specified decibel level. The ventilator was found to have a damaged remote alarm connector. The broken remote alarm connector would not impact the device performance or primary alarms. If a remote alarm was attached to the ventilator for use, the remote alarm would continuously sound an alarm due to the broken connector. The device maintains the event log in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. The downloaded event log indicates the ventilator began sounding a high priority low peak inspiratory pressure alarm on (B)(6) 2016 at 20:00:19 est. The duration of this audible alarm was 4,231 seconds. At approximately this time, the device also logged a high priority patient circuit disconnect alarm at 20:00:26 est with a duration of 4,225 seconds and a high priority low minute ventilation alarm at 20:00:29 est with a duration of 4,219 seconds. These alarms indicate the patient circuit was disconnected from the patient or the device. None of these alarms were acknowledged/reset and continued to sound for approximately 70.5 minutes. An additional 157 high priority low peak expiratory alarms were also logged during the time where these three (3) alarms were sounding. None of these additional high priority alarms were acknowledged/reset during the approximately 70.5 minutes the device was audibly alarming. The patient circuit disconnect condition appears to have corrected at 21:10:30 est and no further alarms were logged. The device was manually powered off using the proper sequence of key presses at 21:58:03 est. An additional 157 high priority low peak expiratory alarms were also logged during the time where these three (3) alarms were sounding. None of these additional high priority alarms were acknowledged/reset during the approximately 70.5 minutes the device was audibly alarming. The patient circuit disconnect condition appears to have corrected at 21:10:30 est and no further alarms were logged. The device was manually powered off using the proper sequence of key presses at 21:58:03 est. Based on testing and the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe. A patient circuit disconnect condition occurred for approximately 70.5 minutes with the device appropriately alarming to alert the caregiver of the condition.